Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air continued to leak from the device and the doctor had to pay attention to it many times. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.